Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their machine is going crazy. Caller stated that for probably about a month they have been having issues with recharging the implant. Caller added that the controller will be at 100% and the implant will only charge to 30% and then the controller says it's finished and won't go any further. Caller noted that they will try to charge the implant for an hour or two and then it will just go crazy and not charge at all. Caller also noted that one time they saw a message that said something but they don't remember what it said. Caller noted that sometimes "it wouldn't even come on at all" or they'd have to charge the battery back up first. Agent walked caller through resetting the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharging antenna and confirmed recharging excellent. During the call, the implant charged from 30% to 40%. Caller commented that it should be over halfway charged by now. Agent offered to send recharger exchange unit and reviewed process. An email was sent to repair for the recharger exchange program.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6) ; product type recharger was returned for analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging implantable neurostimulator (ins). Visual observation noted paint on donut. Recharger antenna passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.